Manufacturer narrative:
In initial report, the manufacturer date provided was incorrect as it should have indicated 10/15/2007 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with an abrasion/ulceration in the left eye (os) at post treatment. The patient¿s comments were of waking up at 2am and feeling a scratch. The surgery center noted an abrasion or ulceration was observed on the os. The patient¿s chief complaint was of feeling uncomfortable. Prednisolone and antibiotic drop were prescribed but has been discontinued and the patient was started with vigamox (antibiotic). It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.25 x -1.00 x 105; left eye pre-op 20/20 -2.50 x -1.00 x 105.